Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set cannula bent event on 20-feb-2026. The insertion site was abdomen. The infusion set was in use for more than four hours. The blood glucose level was high (specific value unknown) and the patient was treated with pen. The patient replaced infusion sets. No further information available.